Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: preliminary analysis: stock review: checking the stock it was verified that to date we do not have available units of this product code and lot in reference. Quantity produced / imported: from this product code and batch number, (B)(4) units were produced in total. Distributed quantity: all the manufactured units were distributed to 8 customers from different cities of the national territory (B)(6). Additionally, three exports were made to chile, ecuador and honduras. Background: proceeded to review the database of claims and confirm that to date there are no reports of incidents, related to this product code, batch number and cause received today from distributor, two clients have reported this reference and batch. Batch record / batch record: a review of the documentation corresponding to the manufacturing of the batch was made, in which the control in process and control of the finished product were verified. No deviations or alterations are identified during the process. Analysis of the samples: it may be that the defect reported has been produced by a fault during the manufacturing process, which is not possible to determine since no samples or images where the defect can be confirmed. This defect has already been identified and the necessary corrective measures taken and to date no more reports have been submitted for this reason, which shows that the actions have been effective. Conclusions: the claim is determined as "confirmed", since the lot was manufactured in advance of the corrective actions created for this defect; is suspected that the lot has been affected.

Event description:
Country of complaint: chile. The liquid is filtered to preserve the suture and the container is stained. Poe what there are some sutures with very little amount of liquid inside, which falls on that is doubtful of the correct preservation of the suture and its sterility; also the small amount of liquid makes the catgut very rigid and makes its moniobrability difficult.